Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As reported by an eye care professional (ecp), a male patient developed a corneal ulcer ( location and size unknown) in right eye (od) while wearing the lenses. Per completed adverse event questionnaire, the patient experienced moderate pain/discomfort and moderate redness in the od. The patient sought medical attention and was diagnosed with corneal ulcer in the od. Corneal infiltrates,permanent scarring (locations and severity unknown) , and mild corneal staining (<50%) were also noted in the od. No cultures, biopsy or scraping were performed. The patient was prescribed loteprednol etabonate and tobramycin (anti-inflammatory corticosteroid ) to use four times daily (duration unknown) and was instructed to return for follow up on (B)(6) 2016. It was also noted that the patient admitted to sleeping in the lenses. The event has resolved and lens wear has resumed. Additional information has been requested, and has yet to be received.